Manufacturer narrative:
The medtronic representative recommended to use fiducials or bone fiducials for the procedure however the surgeon declined. A software investigation was completed and determined the patient was traced in prone position on the back of the head which would not create an accurate registration. Software is functioning as designed. Per instructions for use regarding imaging protocol, "note: include the hard palate, tip of the nose, the ears, the top of the head, and all fiducial markers in the scan. For cranial scans, ensure that the tip of the nose is the most anterior point on the scan." On (B)(6)-2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue. Medtronic representative reported the system has been used in a surgery with the same surgeon without issue, since this event. The system is tracking accurately, no further issues.

Manufacturer narrative:
(B)(4)

Event description:
A medtronic representative reported that during a posterior fossa tumor resection surgery, the surgeon alleged the navigation system was inaccurate. The patient was in the prone position and surgeon preformed a tracer registration in the prone position. After registration the surgeon was accurate on anatomical landmarks on the back of the patients head, but inaccurate approximately 6 millimeters to the patients left when the surgeon reached the tumor. The tracer pattern included points on the back of the patients head and the tumor was located low near the skull base and approximately 1-1.5 centimeters in size. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay due to this issue. There was no impact on patient outcome.